Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: none from the event-reported 3/24/98.) (Pt's current status: fine-rpt'd 3/24/98.)